Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial fibrillation (af). Boston scientific technical services (ts) discussed how four conducted beats after the atp sequence was given, the patient went into a brief nonsustained ventricular tachycardia (nsvt) and then returned to 1:1 conduction in the vt zone. The first 41j shock was given and put the patient into af and increased the heart rate. Additionally, undersensing of af was observed by ts. No additional adverse patient effects were reported. At this time, this device remains in service.